Manufacturer narrative:
Device eval summary: the catheter was decontaminated and visually inspected. The distal cuff was missing, and the proximal cuff was able to be moved on the tubing. Visual inspection showed that the adhesive residue was thin, and that apparently not enough adhesive had been used, especially on the proximal edge of the cuff. Six other catheters of the same lot number were tested by inserting a catheter stylette into the catheter tubing, and forcing the cuff implanter tool against the glue bonds of the cuffs. All 12 cuffs remained firmly adhered to the tubing.

Event description:
While a peritoneal dialysis catheter was being implanted laparoscopically by a surgeon in a pt with end stage renal disease, the cuff separated from the catheter. The surgeon removed the partially implanted catheter and replaced it with another catheter. Dialysis was accomplished; pt was fine.